Manufacturer narrative:
Concomitant medical products: product ID: ddmc3d1 ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was removed and their leads were capped due to a (B)(6) infection. Antibiotic treatment was necessary and the ICD system will not be replaced in the future. No further patient complications have been reported as a result of this event.